Event description:
It is reported that the device was implanted in 2009 and was revised at about 14 days later. The femoral head, liner, and shell dislocated from the stem while the patient was walking. The head, liner, and shell were in one piece.

Manufacturer narrative:
This report will be amended when our investigation is complete.